Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was 300 (mg/dl). During follow up, the contact stated that customer has "figured out how to resolve the issue" however, the contact did not provide further information. Reportedly the customer would continue to use the pump for insulin therapy.